Event description:
A customer site in the us filed a complaint alleging that a (B)(6) result was generated when using the cobas 4800 (B)(4) test. The sample tested (B)(6) for (B)(6) on (B)(6) 2013. The result was released to the physician. The customer ran this sample on (B)(6) 2013 as part of a lot validation run and the sample generated (B)(6) result. This result was not reported to the physician. The customer believes that the original (B)(6) result is correct.

Manufacturer narrative:
(B)(4). A customer site in the us filed a complaint alleging that (B)(6) results for (B)(6) were generated when using the cobas 4800 hpv test. The sample initially tested (B)(6) for (B)(6). The customer re-ran this sample twice and the sample generated a (B)(6) result both times. The customer reported the initial (B)(6) result and questioned the (B)(6) results. The sample in question was provided for investigative testing, which generated a (B)(6) result. The retain complaint kit generated valid results which met specification. There is no indication of a product malfunction. It is plausible that the (B)(6) result generated at the customer site is due to the effects of the heterogeneous cell specimens. Heterogeneous specimens can give drastically varying results between the initial test and subsequent testings. (B)(6) specimens should be vortexed as described in the package insert to in order to ensure even distribution of target in the testing sample. It was suggested that the customer discuss the results with the physician and correlate with cytology and patient history. It was also suggested that a new collection be obtained for testing. Patient treatment information was requested, but this information was not available. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).